Manufacturer narrative:
(B)(4). On (B)(6) 2010, the customer initially reported a problem with the device and requested service. There was no reported pt involvement. On (B)(6) 2010, a 3rd party local philips rep reported that the device was evaluated and found not to be able to charge for defibrillation. The problem was resolved by replacement of the therapy pca. This new info reported to philips on (B)(6) 2010 makes this a reportable complaint.

Event description:
On (B)(6) 2010, the customer initially reported a problem with the device and requested service. There was no reported pt involvement. On (B)(6) 2010, a 3rd party local philips rep reported that the device was evaluated and found not to be able to charge for defibrillation.